Event description:
As reported by the sales rep per the facility: customer uses the 471994 and "they have had blood explosions." Some of the valves are leaking and some of the tubing has holes in it. Add'l info provided by the end user facility indicated no injury resulted from the incidents. The samples were discarded since they were contaminated with nuclear medicine and will not be sent for eval.

Manufacturer narrative:
The actual devices in the incidents were not returned to the MFR to be evaluated. Without the actual samples, a thorough eval could not be performed. No specific conclusions can be drawn. The house retain samples for the reported lot were tested for leakage and joint integrity and found acceptable.